Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr was not able to verify and duplicate the reported issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator user interface module (uim) flashes, sometimes only half screen lights up when the ventilator is powered on. At this time, there is no information regarding patient involvement associated with the reported event.